Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and upon power up, the unit did not alarm or display any power up messages. However, the fse discovered "electrical test fails code # 52" in the error log of the unit. The fse noticed the blood detect tubing was filled with condensation and the shuttle and atmospheric transducers were both out of calibration, at -8 mmhg. The fse dried the tubing and recalibrated the transducer. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to patient use the cs300 intra-aortic balloon pump (iabp) had a generated a electrical test fails code # 52. The iabp unit was not connected to the patient. No adverse event was reported.